Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been powered off. After booting up, it reached the application login screen but cycled from 'securing hardware' to 'initializing peripherals,' with the bio-ID flickering and the barcode scanner lighting up, followed by a completely white screen before attempting to launch the application again. A field service engineer replaced the communication sled and the drawer pyxibus cable on the main unit, followed by a reboot. After a final reboot, the application launched without any loops. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not turning on and not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.